Manufacturer narrative:
The product is not available for return; therefore, we are unable to investigate further for root cause. No corrective action is required. Related report number: 0001920664-2023-70111

Event description:
It was reported by a user facility in greece that during the procedure plastic particles were observed floating in the anterior chamber of the patients eye. The particles were removed through irrigation and aspiration. There was no impact to the patient.

Manufacturer narrative:
Product has been requested to be returned for evaluation, but not received. A review of the photos provided was performed. The photos showed the new style needle wrenches which have heavily damaged flats with marring, gouges, material that has been deformed and displaced. This type of damage or stripping is similar to damage seen when over tightening the needle tip. It should be noted that over torquing when tightening the needle tip could contribute to deformation of the needle wrench and particulates could be generated. Manufacturing and sterilization records were reviewed and found to be acceptable. Review of the device history record shows the product was properly manufactured and met all release requirements. The photos confirm the stripped, damaged wrench but product and particles have not been returned for investigation. The trending analysis showed three increasing point above the mean, which were for component not functioning related to the new needle wrench stripped, overtightened and cannot tighten sufficiently. There were no complaints for particulates. The investigation is ongoing. Related report number: 0001920664-2023-70111.